Manufacturer narrative:
Analysis was unable to confirm the customer comment that the generator would not start up but did note that the hanger assembly was broken and that the upper case, keypad flex and display and display frame were contaminated. All found defective parts were replaced and all other identified issues were resolved. The generator passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) unit was "dead." It was verified through follow up that the epg would not turn on; when batteries were put in, it still did not work. The epg was returned for repair. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.